Event description:
A patient was admitted due to increasing shortness of breath and extending to class iii failure. Analysis of his device showed oversensing in the right ventricular lead, non-capture in the lv lead, and then subsequently noise on the rv lead. The patient has a st. Jude system with a dual coil quadripolar ICD electrode and a quadripolar cs electrode for the left ventricle. The patient is seen for device and lead management. The md noted the patient "needs urgent surgery, as he has probably a nonfunctioning defibrillator system with oversensing and noise on the lead...clearly his symptoms of heart failure and the non-capture and left ventricular lead suggests dislodgement of this lead. The patient needs the leads extracted and new leads inserted." See below regarding the md's concern about the generator: notes from the operative report: (leads had been removed and replaced) and "we were now prepared to place the leads in the previously implanted biventricular ICD generator, which was approximately 1-year-old. However, we could not establish communication between the pacemaker analyzer and the ICD generator itself. Even direct contact with a sterile wand on the field, failed to produce the desired results of programming and interrogation. This made us very suspect of this device and the company representative suggested that the device be abandoned and returned to the manufacturer. Accordingly, this device was removed from the field."